Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
This report is being filed upon notification from our MFR in another country of an event that occurred in that country in another city. During a break between patient exams with the system in standby and in its upright position (+90 degrees) the tow steel bands supporting the serial changer / counterweight broke. The carriage fell down, overran the mechanical end stop and finally stopped on the floor. No injury occurred since there were no persons present in the room.